Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was cracked and intermittently unresponsive. Reportedly, the reason for the cracked screen was unknown. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump and also confirmed that insulin pens are available for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified. The information will be used for tracking and trending purposes.